Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Egm strips consistent with external emi. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving a shock. An interrogation of the implantable cardioverter defibrillator (ICD) device found an electrical reset occurred and wireless telemetry was no longer available. The reset was cleared. The device will probably be explanted, but at present, it remains in use. It was also reported that electrograms showed episodes of non-physiologic intervals on both the atrial and ventricular channels, which resolved after the shock. The patient stated that they were in bed at the time of the shock. The leads remain in use. No further patient complications have been reported as a result of this event.